Manufacturer narrative:
Analysis of the returned ipg revealed it was unable to be recharged after three four-hour charge cycles. The ipg was cut open and the device exhibited high sleep current. Electrical testing revealed a low high voltage resistance measurement which indicates an electrical short within the application-specific integrated circuit (asic); damaged that caused the battery to deplete resulting in a loss of stimulation. This type of damage is typically caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. Since the reported heart surgery involved monopolar ablation (electrocautery), engineers concluded the reported loss of stimulation was caused by damage to the ipg during the heart surgery procedure.

Event description:
It was reported the patient experienced a sudden loss of stimulation resulting in pain in their right head, arm and leg every two days following monopolar ablation heart surgery. Analysis of the patient's database download revealed no anomalies. The patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced. The patient did well postoperatively.

Event description:
It was reported the patient experienced a sudden loss of stimulation resulting in pain in their right head, arm and leg every two days following monopolar ablation heart surgery. Analysis of the patient's database download revealed no anomalies. The patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced. The patient did well postoperatively.